Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 417 mg/dl. The customer was treated high with pump using a bolus. The customer had reported no symptoms. Customer¿s low and high blood glucose level was 417 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 365 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 417 mg/dl and the sensor glucose was 114 mg/dl at the time of the incident. The customer¿s had also reported that the blood glucose value was 432 mg/dl and the sensor glucose was 127 mg/dl. Sg and bg difference is not within acceptable range. The customer¿s blood glucose was 380 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 84 mg/dl and threshold/low suspend limit in sensor settings was 85 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis